Event description:
Customer reported via phone call, he was experiencing high blood glucose and he believes is to the insulin pump. Customer reported his blood glucose was 441 mg/dl, blood glucose of 160 mg/dl was also mentioned. Customer declined troubleshooting for high blood glucose as he had to go to work. He did mention he had changed the infusion set a few times and it didn't resolve the issues blood glucose continues to go up. Customer was advised to call back when he can to perform troubleshooting. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.